Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage keypad trace. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's keypad on their insulin pump was unresponsive. The customer stated that the up arrow was not responding. The customer stated that they inserted a new battery, but the buttons were still unresponsive. The customer stated that they had discontinued use of the insulin pump and reverted to manual injections until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.